Event description:
The customer reported that the system displayed a filament regulator failure error message inside a procedure. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation and was unable to duplicate the reported problem. The high voltage cables were regreased and the filament calibration was performed. The system was tested and found to be working as intended and put back into svc.